Manufacturer narrative:
(B)(4). The device investigation report has not been submitted at this time. Teleflex will continue to monitor and trend related events.

Event description:
The physician reported that the catheter tip kinks closed and makes infusion impossible. The patient's condition is unknown at this time.

Manufacturer narrative:
(B)(4). A device history record review was performed on the stimucath catheter with no relevant findings. The customer reported the catheter the catheter tip kinks and infusion is impossible. The customer retuned one adaptor catheter, one stimucath catheter, and lidstock. The components were received connected together (reference attached files (B)(4). Visual examination of the returned adaptor catheter revealed the adapter appears typical with no observed defects or anomalies. Visual examination of the returned catheter revealed the tip at the distal end is slightly bent as compared to a lab inventory catheter. No other defects or anomalies were observed. A manual flow test was performed using the returned catheter and adapter catheter. A 20ml lab inventory syringe was connected to the returned components. Using hand pressure, the water was injected. Water could be seen immediately exiting the distal end of the catheter. No blockages were found. Also, a catheter stylet was fully inserted into the catheter with no resistance met. The reported complaint of the catheter being kinked other remarks: and medication not injecting through could not be confirmed based on the sample received. A device history record review was performed on the stimucath catheter with no evidence to suggest a manufacturing related issue. Although the returned distal tip was slightly bent compared to a lab inventory catheter, the returned catheter passed a functional flow test and a stylet could be fully inserted with no resistance met. Therefore, based on this, no functional issues found with the returned sample.

Event description:
The physician reported that the catheter tip kinks closed and makes infusion impossible. The patient's condition is unknown at this time.